Event description:
It was reported that the left s1 set screw and rod became disengaged from the fenestrated screw postoperatively. The original surgery was on (B)(6) 2025. Revision surgery occured on (B)(6) 2025 to remove the construct.

Manufacturer narrative:
The device is currently being evaluated. A follow-up report with the results of the investigation will be submitted upon completion.